Event description:
A 5/4mm amplatzer duct occluder (ado) was implanted, appeared to be mis-sized and became dislodged in the heart. The ado was successfully snared and removed with no adverse patient effects.

Manufacturer narrative:
(B)(4). The 5/4mm ado was returned to sjm and decontaminated. The ado was grossly and microscopically examined, and no anomalies were found. The ado met dimensional specifications when measured with a caliper. The occluder was loaded into a test 6f loader, deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the ado met all functional and dimensional specifications when analyzed at sjm. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization remains unknown.